Event description:
Pt was hospitalized for eval due to ischaemia. The device is programmed to aaisafer mode. The ECG showed two periods of bradycardia around 33 bpm; one lasts for 30 seconds and the other 10 seconds. The device remains implanted.

Manufacturer narrative:
(B) (4). Drug administration issued to ela medical (date nov 6, 2009), ela is filing this MDR at this time. Review of the electronic data and files received. The reported ventricular bradycardia is most probably linked to an atrial arrhythmia suspicion phase. The event is handled by the fallback mode switch algorithm. The device is operating with specs of aaisafer and fallback mode switch. Recommendations were requested to correct this reported behavior through parameter reprogramming. This was successfully completed and reprogrammed to vvi mode on (B) (6) 2008. (B) (4). Conclusion: statistics available in aida and recorded episodes show that: the pt experiences many atrial arrhythmias. The implant spends a lot of time in fallback mode switch configuration. So, there is a high probability that the ventricular bradycardia episodes reported are corresponding to the suspicion phase of an atrial arrhythmia: the implant is running in pseudo aai (aaisafer), and will switch to ddi (fallback mode switch) after the atrial arrhythmia is confirmed. Considering a value of 30 min-1 (2000 ms) for the pt spontaneous ventricular rhythm, the maximum duration for this "ventricular bradycardia" would be around 2 minutes (126 seconds in case of switch to ddi occurring on secondary criterion (2 series of 32 cardiac cycles). These ventricular bradycardia episodes are normal and within product specs if correlated to an atrial arrhythmia. This hypothesis should be confirmed during next follow up if such an event occurs again. When confirmed, their occurrence could be reduced by reprogramming the pause criterion to 2 seconds instead of default value (i.e 3 seconds). For the reported event, this setting would have had no effect since rr intervals are always smaller than 2 seconds.